Event description:
It was reported that the patient experienced inflation issues and pump collapse with this inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and replaced. During the procedure, fluid loss was noted as the reservoir was empty upon explant; however, its source or cause was not determined. There were no patient complications reported.